Event description:
Ventilator screen read vent inop (ventilator inoperative). Respiratory therapist attempted restart. Ventilator did not restart.biomedical engineering examined and confirmed the failure.biomedical engineering felt that this is a reportable event. The ventilator, a respironics esprit, shut down by itself while on a patient. It displayed error code 1014. Technician in biomed tested the ventilator by resetting it (not something that a user could do), then running it and it failed again in our shop. Respironics service has been called to repair it.======================manufacturer response for esprit ventilator, esprit (per site reporter).======================someone is coming to evaluate and repair if possible.